Manufacturer narrative:
"When this decision was accessed it was done so through a different criteria. Upon further investigation the conclusion, per our risk documentation, has been updated and the below is the no report rationale. We have revaluated the reportability of this event and have established that this reported hazardous situation has not resulted in any patient harms associated with an s3,03 or higher. A review of the for total knee arthroplasty mako system a0017400. For system experiences unrecoverable malfunction indicates that the highest potential severity of harm is s2 with a potential occurrence level o3. Additionally, a review of the complaint history data for the past 4 years indicated there have been no reports of serious injury or death as a result of similar events with this device family. Based upon this review, it is unlikely that a serious injury or death would result if this event were to recur. Therefore, this event is not reportable.".

Event description:
Intraop op rio set up & registered the robot (identified that mics connection was successful. Upon entering bone cuts, no power to mics. Attempted to reset cutter & wait 10 seconds with no avail. Exit page & re-entered with no avail. Disconnected & reconnected the mics with no avail. Did mics status check & failed with no power. Shutdown robot on module & rehomed as well as arm status reboot, then mics status again with no avail. Changed mics. Attempted mics status check & failed. Contacted team mates & fse, proceed to then complete a hard shutdown waiting 2mins robot, attempted mics status check & failed. Surgeon proceeded to manual right tka utilizing as much information attained for bone resection amounts from ligament balancing. Surgeon informed patient case was not completed robotically. Surgical delay of 20 minutes case type: tka.

Manufacturer narrative:
Intraop op rio set up & registered the robot (identified that mics connection was successful. Upon entering bone cuts, no power to mics. Attempted to reset cutter & wait 10 seconds with no avail. Exit page & re-entered with no avail. Disconnected & reconnected the mics with no avail. Did mics status check & failed with no power. Shutdown robot on module & rehomed as well as arm status reboot, then mics status again with no avail. Changed mics. Attempted mics status check & failed. Contacted team mates & fse, proceed to then complete a hard shutdown waiting 2mins robot, attempted mics status check & failed. Surgeon proceeded to manual right tka utilizing as much information attained for bone resection amounts from ligament balancing. Surgeon informed patient case was not completed robotically. Product inspection: as per service (B)(4)& case number (B)(4). Mics-209063, sn# (B)(6) , lot#42040517, RMA# (B)(4). Inspected per (B)(6) and determined failure of the following test step. Sec# 7.1.3. Failed pivot lock handle test. Disposition: rtv. Inspected by: (B)(6). The alleged failure was not confirmed. Device history review: review of the device history records indicate (B)(4) were manufactured under lot k09q7 and (B)(4) were accepted into final stock on 06-21-2017. A review of qt17-06-0068 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42040517 shows 8 additional complaints related to the failure in this investigation. Conclusion: the alleged failure was not confirmed . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Intraop op rio set up & registered the robot (identified that mics connection was successful. Upon entering bone cuts, no power to mics. Attempted to reset cutter & wait 10 seconds with no avail. Exit page & re-entered with no avail. Disconnected & reconnected the mics with no avail. Did mics status check & failed with no power. Shutdown robot on module & rehomed as well as arm status reboot, then mics status again with no avail. Changed mics. Attempted mics status check & failed. Contacted team mates & fse, proceed to then complete a hard shutdown waiting 2mins robot, attempted mics status check & failed. Surgeon proceeded to manual right tka utilizing as much information attained for bone resection amounts from ligament balancing. Surgeon informed patient case was not completed robotically. Surgical delay of 20 minutes. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Intraop op rio set up & registered the robot (identified that mics connection was successful. Upon entering bone cuts, no power to mics. Attempted to reset cutter & wait 10 seconds with no avail. Exit page & re-entered with no avail. Disconnected & reconnected the mics with no avail. Did mics status check & failed with no power. Shutdown robot on module & rehomed as well as arm status reboot, then mics status again with no avail. Changed mics. Attempted mics status check & failed. Contacted team mates & fse, proceed to then complete a hard shutdown waiting 2 mins robot, attempted mics status check & failed. Surgeon proceeded to manual right tka utilizing as much information attained for bone resection amounts from ligament balancing. Surgeon informed patient case was not completed robotically. Surgical delay of 20 minutes. Case type: tka.